Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with two motor errors and a motion sensor test failure. The patient's blood glucose at the time of incident was 155 mg/dltroubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The displacement test was also completed without incident. However, the customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction due to the motion sensor test failure. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery. Unable to confirm motion sensor test failure alarm due to motor error alarm. Unable to perform excessive no delivery test, unexpected restart error test and occlusion test due to motor error alarms. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. All operating currents are within specification. The insulin pump passed displacement test, self-test, off no power test, rewind, basic occlusion test and prime test. No unexpected low battery or off no power alarms noted. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.